Event description:
Home patient contacted baxter's technical svc ctr in 2002 for assistance during hp's last fill of apd therapy. Hp reported the pt line of the homechoice set had become disconnected from their transfer set. The technician assisted the hp in ending therapy. The hp contacted their rn for follow up and was advised to soak their transfer set in amukin solution and then apply the minicap disconnect cap. Follow up with the spouse of the hp indicated a second incident occurred the next day. However, with this incident, the hp reconnected the transfer set to the pt line to continue therapy. Follow up with rn verified no pt injury reported.